Manufacturer narrative:
An investigation was initiated in response to a customer complaint of obtaining a false positive esbl phenotype result for a patient escherichia coli sample in association with the vitek® 2 ast-gn98 test kit (ref. 422150, lot 6881087103). The customer stated the patient isolate obtained an esbl result of positive with mic results of susceptible for several beta lactam antibiotics. The customer did not save the strain, so there was no strain available for investigational testing. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. Since the strain could not be submitted, the cause for the false positive esbl phenotype result could not be established. Ast-gn98, lot 6881087103 met final qc release criteria. The lot passed qc performance testing.see h10 for addtl mfg narrative.

Event description:
A veterinary customer in (B)(6) notified biomérieux of obtaining a false positive esbl phenotype result for a patient escherichia coli sample in association with the vitek® 2 ast-gn98 test kit (ref. 422150, lot 6881087103). The customer stated the patient isolate obtained an esbl result of positive with mic results of susceptible for several beta lactam antibiotics. Biomérieux customer service advised the customer to perform offline esbl testing. The offline test obtained a result of esbl negative. The customer confirmed the manual esbl result of negative was reported to the treating physician. A biomérieux internal investigation will be initiated.